Event description:
Reporter indicated that vns pt complained of vocal cord paralysis. It was reported that the pt is "crazy", is "a severe hypochondriac", is "highly unstable" and "should never have been implanted due to their multiple anxiety problems and depression." The device has not yet been programmed to on. Initial reporter indicated that the pt has hoarseness, but that it was not severe and is believed to be related to intubation during initial implant surgery. A MFR rep was present during the initial implant surgery and indicated that there were no problems dissecting to the vagus nerve or placing the electrodes on the nerve. Intraoperative device diagnostic testing was within normal limits, indicating proper device function. Investigation to date has been unable to determine whether the pt has actually been diagnosed with vocal cord paralysis.